Event description:
Additional information reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced for normal battery replacement. The right ventricular lead remained implanted and there were no clear indications of lead damage noted. The oversensing seemed to be more of a programming issue than a device or lead malfunction. There were no adverse events noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26860. It was reported that the right ventricular channel was oversensing noise, leading to some episodes of pacing inhibition. The patient was in stable condition and would continue to be monitored. It was unknown if the patient was symptomatic to the event.